Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (with complications)"), device expulsion ("migration of implant/ expulsion of essure device") and genital haemorrhage ("abnormal bleeding (general),") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted". Concomitant products included fexofenadine (allegra), levonorgestrel (mirena) from (B)(6) 2008 to (B)(6) 2009 and metoprolol tartrate (lopressor). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), tooth disorder ("dental issues/ dental problems"), menorrhagia ("heavy prolonged periods/ abnormal bleeding (menorrhagia)"), abdominal pain lower ("cramping"), loss of libido ("low sex drive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder/ urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal)") and vaginal infection ("infection (bladder/ urinary tract/ vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2012. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, genital haemorrhage, back pain, tooth disorder, menorrhagia, abdominal pain lower, loss of libido, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vision blurred, fatigue, weight increased, alopecia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, nausea, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: the plaintiff experienced second pregnancy (miscarriage) episode with essure on an unknown date captured under case (B)(4). Most recent follow-up information incorporated above includes: on 18-jun-2018: information from pfs and mr. New reporters added. Patient¿s demographics added. New event added: low sex drive, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), blurred vision, fatigue, weight gain, hair loss, hormonal changes, infection (bladder/ urinary tract/ vaginal), essure confirmation test(s) conducted: no. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), tooth disorder ("dental issues"), menorrhagia ("heavy prolonged periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, back pain, tooth disorder, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, ectopic pregnancy with contraceptive device, menorrhagia and tooth disorder to be related to essure. The reporter commented: this case is linked to (B)(4) case for miscarriage. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.